Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that unit sparked when hooked up.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: sparking. Confirmed failure: broken/damaged lanyard and damaged threads on front enclosure. Probable root cause: "power surge on: digital board, main board, lemo boards, front board, handle board, button board, ccd sensor, power supply, fuses / ac inlet filter, use error. The device manufacture date is not known. (B)(4).

Event description:
It was reported that unit sparked when hooked up.